Event description:
Report recieved of an over-delivery. The customer contact indicated the event was the result of an operator error in programming the device. In the cicu, the pump was reportedly programmed in the dose calculation mode to deliver an unspecified concentration of propofol in 100ml with a dose of 90mcg/kg/min with a calculated rate of 37.3ml/hr instead of the intended dose of 5mcg/kg/min with a calculated rate of 2.1ml/hr. After an unspecified length of time, the patient who was on a ventilator, was found to be "sleepy" and the infusion was stopped. No other medical interventions were reportedly necessary. There were no reported adverse patient sequelae. Though requested, no further information was avaiable.